Event description:
Received the following information from device tracking. The patient registration form indicated a "failure to implant" for a perceval plus valve, pvf-l on (B)(6) 2025. Another similar device pvl-l was implanted successfully instead. No allegation of device dysfunction nor patient injury has been received from the site. No other information is available at this time.